Event description:
It was reported that the ilet pump housing was splitting apart, while the device continued to function and blood glucose was not affected; the device was no longer watertight and a replacement was arranged. Symptoms included no reported adverse health effects. Outcomes included continued therapy with guidance provided regarding potential switch to backup therapy and continued cgm use, replacement shipment, and instructions for shutdown, data sync, and return. Investigation included review of customer-provided images and case assessment. Investigation of this case revealed an enclosure integrity failure consistent with screen bezel or case separation while the internal functions remained operational. It was concluded, based on previously established findings for similar reports, that the cause was mechanical enclosure failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.